Manufacturer narrative:
Product analysis: it was determined at analysis that the output connector assembly was broken. Hanger assembly was broken. Backlight issue, connector on main printed circuit board (pcb). Main pcb was out of specification electrical. Lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement